Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac arrhythmic related. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.